Event description:
It was reported that this 70 y/o female patient's left shoulder was revised. Routine revision to reverse shoulder. Explantation of cage glenoid component during routine conversion to reverse shoulder arthroplasty. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is returning. Unable to obtain device images or x-rays. No further information.

Manufacturer narrative:
D10: concomitants: 3631417 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 3193707 300-10-45 - equinoxe replicator plate 4.5mm o/s. 3634748 300-20-02 - equinox square torque define screw drive kit. 2859128 310-01-44 - equinoxe, humeral head short, 44mm (alpha).